Manufacturer narrative:
Not returned to manufacturer.

Event description:
The doctor indicates the mount does not engaged properly to the implant and the implant fell down when the doctor was trying to place into the patient´s mouth. The doctor reported being able to placed another implant with the same mount in the same surgery.

Manufacturer narrative:
The unknown mount used was not returned for inspection. The associated device (1) osseotite tapered implant was returned for inspection. Visual inspection revealed that the internal threading of the implant is undamaged. Implant was functionally tested with a mated mount mmc03 (reserved sample, different lot) and found to work properly. No lot number was provided for the unknown mount, therefore no device history was preformed. A DHR and complaint review was preformed on the implant, no deviation was found that would have contributed to this event. The reported event is not - verifiable, no definitive root causes was identified.